Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Reported event of stent calcified. Reported event of stent difficulty removing. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was implanted during a pyeloplasty procedure performed on (B)(6) 2016 and was scheduled to be removed during a redo pyeloplasty procedure performed on (B)(6) 2016. According to the complainant, the stent was difficult to remove and was found calcified during the scheduled stent removal. The calcified stent was removed during a rigid cystoscopy procedure. The procedure was completed with another contour vl ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.